Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the tube reinforcement ring was broken. The reinforcement ring was not returned with the instrument. The reinforcement ring was no longer mated to the main tube feature. No wear marks were observed in the surrounding areas where the tube reinforcement ring would normally be seated. The instrument's tube extension had a gouge right above where the peek ring should be located. It is possible that a high impact collision of this instrument with another instrument or a hard surface caused the peek ring to tear and fall off the tube extension. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information,

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: a piece from the instrument allegedly broke and fell into the patient and the fragment was retrieved laparoscopically during the same procedure.

Event description:
It was reported that during a da vinci assisted surgical procedure, a piece from the monopolar curved scissors instrument fell into the patient. On (B)(6) 2015, intuitive surgical inc., (isi) obtained additional details from the initial reporter regarding the reported event. According to the customer, a black ring from the monopolar curved scissors instrument broke and fell into the patient. The piece was located near the orange portion of the instrument. The piece was retrieved after the surgeon noticed it in the patient. On (B)(6) 2015, intuitive surgical inc., (isi) received additional information regarding the patient, that the patient had been discharged home and did not suffer any injuries as a result of the event. The surgeon was beginning dissection and the instrument was in use for approximately five minutes when the piece fell inside the patient, it was removed laparoscopically. No post-operative tests or x-ray was performed. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.